Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging elevated blood glucose (bg) levels. The pt indicated that starting on (B)(6) 2011, her bg readings ranged from 300-500 mg/dl with symptoms of positive ketones, nausea, and vomiting. The pt claimed, however, that her bg's would not return to target via corrections with syringe or the pump. The pt denied having an illness or infection. She also denied having any medication changes or issues with the site, set, or site location. The pt claimed that the cannula was not bent and she did not have scar tissue. The pumps start times and rates for the basal program were reportedly correct. Although the animas rep involved in this contact determined that there was no mechanical issue with the pump, this complaint is being reported due to the following conclusion: the pt claimed that she had symptoms of hyperglycemia which can be associated with a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: investigation revealed that the black box starts on (B)(4) 2013. The reported date of (B)(4) 2011 is overwritten in black box data and histories due to continued use of the pump. No errors, alarms or warnings were related to the complaint in alarm history. The delivered basal and boluses add up appropriately to total the total daily dose. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten.